Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump's battery life did not meet the expectations of the user. Reportedly, the battery only lasted two weeks. It was also noted that the battery compartment threads were stopped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings: during testing, the pump powered on with a continuous beep, no vibration, and a blank display due to moisture in the battery compartment. The pump battery life was not able to be tested due to the internal moisture damage. Evaluation revealed a battery compartment crack in the thread area. Evidence of moisture contamination was found inside the batter compartment. A leak test was performed and a leak was found at the battery compartment crack. The pump case was removed and no evidence of moisture contamination or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.